Event description:
Patient in ICU experienced cardiac arrest. During resuscitation efforts, levophed (norepinphrine) ordered for low blood pressure. Patient had delay in receiving levophed infusion due to nurse having difficulty getting set to function. Nurse switched pump and tubing. After 1 1/2 hours rn noticed no drug had been delivered and patient was still experiencing low blood pressure. Rn ultimately changed out tubing and drug was delivered. Patient's blood pressure eventually responded. Pump and tubing were saved. Device and tubing requested multiple times but no device received for investigation.